Event description:
It was reported that while attempting to secure a case, the k-wire broke through the hard plastic and injured a hospital worker. The hospital worker was sent to the ER and treated for the sustained injury. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported on (B)(6) 2015, that while attempting to secure a case, a k-wire pushed through the corner of the outer box and punctured the hand of the hospital worker. The hospital worker was sent to the ER and treated for the sustained injury. No further complications have been reported.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date and lot number- unknown; manufacture date ¿ unknown.